Manufacturer narrative:
Investigation summary: the returned device was visually inspected and it was found that the helix spring was broken inside. The pebax sleeve was cut and no metal was exposed approximately 1 mm from proximal side of ring #1. Then the sem analysis showed evidence of a hole, stress marks and scratches on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. Then per the event, a deflection and tilt test was performed and the catheter passed. The catheter was found with a bent on the tip due that the helix spring was broken. It could be due to excessive force during the procedure. Additionally, during manufacturing there are inspections in order to prevent this type of defect before leaving the facility. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. However, the root cause of the pebax damage cannot be determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. Initially, it was reported that during the procedure, the catheter could not deflect. The catheter was exchanged to complete the procedure. There were no patient consequences reported. The deflection issue was assessed as not reportable. The user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation on october 6, 2017. They found that the clear pebax sleeve had the helix spring broken inside. The pebax sleeve was also cut approximately 1 mm from the proximal side of ring #1¿ but no metal was exposed. This lab finding was assessed as not reportable as the pebax integrity was maintained and there was no exposure of internal components. The potential that it could cause or contribute to a serious injury or death was remote. After further assessment,the sem results from (B)(6) 2017 showed evidence of a hole, stress marks and scratches were found on the surface of the pebax. The hole found on the pebax was assessed as a reportable malfunction. The awareness date of the reportable finding was (B)(6) 2017.